Event description:
A patient reported experiening inaccurate high results with an otu meter. The patient's blood glucose results were 256 mg/dl vs. 146 lab. Tests were done within 10 minutes with a difference of 75%. Patient did not experience any adverse events. No further information has been reported.